Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use. The ligator head, bands, and irrigation tube were not returned. A visual examination of the handle assembly found that the suture was intact and attached to the trip wire distal loop. The injection septum was properly placed and had no issues. It was noted that the trip wire was bent in several places along the working length and had been twice secured in the handle assembly slot. The trip wire was fractured in the handle slot. It was observed that the trip wire was placed into the slot then was attempted to be removed, fracturing the wire and gouging the handle slot in the process. Given the event description and condition of the returned device, there is not enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on an unknown date. According to the complainant, during the procedure, it was not possible to do flushing as there was a problem with the irrigation valve. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition following the procedure was reported to be stable. Investigation results revealed that the tripwire was broken; therefore, this is now an MDR reportable event.